Event description:
It was reported that the duodenovideosocpe was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6), oer-6 s/n: (B)(6), oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that there was a difference in perception of device handling and reprocessing procedures between the olympus recommendations and the relevant facility. However, a specific root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.